Event description:
It was reported the patient has been experiencing difficulty charging the system ipg due to her ipg being angled in the pocket. Further follow-up revealed, the physician educated the patient on techniques for turning the ipg for effective charging results. The patient is now able to charge the system ipg. Patient was also reprogrammed and reports effective coverage. The issue has been resolved. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.